Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported patients underwent an implantable pulse generator (ipg) explant procedure for unknown reason. The explanted device will not be return. No further information has been obtained despite good faith efforts.